Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead sustained clavicle crush damage which caused noise. The lead was explanted and replaced successfully. The procedure went well. The patient was fine. The lead was discarded and would not be returned.